Event description:
It was reported bd nexiva¿ closed IV catheter system was missing its clamps. The following information was provided by the initial reporter, translated from (B)(6): "no clamps."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. The photo shows a view of an opened unit package with the top web (label) lying across the bottom web (blister). Visual observation of the photos reveals no presence of any IV device or components; therefore, the reported defect of missing clamp could not be verified. Additional inspections or investigation into the reported defect could not be performed without a photo of the device or the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.